Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# c01a, 510k #k041584 and UDI (B)(4) is approved for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of primary osteoporosis, undergoing a spinal therapy for a compression fracture. It was reported that when transferring cement to the fifth bfd, the cement became impossible to transfer because it became solid. There was no effect on the operation itself. The cement was mixed for 30 seconds. It was doughy and homogenous prior to delivery into the patient. The procedure was performed successfully by using the reported product. There were no patient symptoms/complications. Initial reporter information and patient information cannot be provided due to the restriction by the privacy regulation. Levels implanted: l1 the cement is implanted and is in use. Procedure: percutaneous vertebroplasty for l1 compression fractures.